Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the date on the initial report, filed earlier. Incorrect date of (B)(6) 2016 is being corrected to (B)(6) 2016. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. A system message (sm) was observed in the system (via event log review). The company representative replaced the footswitch cable and footswitch as a precautionary measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. A footswitch cable (which belongs to the system) was recently received for evaluation. The system was found to meet specifications and the returned footswitch cable was replaced as a precautionary measure. Therefore, the returned footswitch cable will not be inspected. The footswitch was returned for evaluation. The footswitch was manufactured on october 11, 2010. Based on qa assessment, the product met specifications at the time of release. The ftsw was connected to a calibrated system and tested without any issues. The footswitch was then connected to the ftsw tester and tested. The left and right wing switches were disassembled for further evaluation. There were no issues found with either the left of right wing switches or their micro-switches. The system and footswitch were found to meet specifications. The customer reported event was not able to be confirmed / replicated. Therefore, the root cause of the reported events cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the phacoemulsification mode of a cataract extraction with intraocular lens implant procedure, a footswitch system message was displayed when trying to select the sculpt mode and the settings were jumping around without touching the footswitch. The surgeon was able to complete the case as planned, although it did take longer than usual. The rest of the scheduled procedures were canceled. Ther was no patient harm. Additional information has been requested and received.